Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt says that starting about a week ago they began having charging problems. When they try to charge implantable neurostimulator (ins) they have to move the cord a certain way and it gets hot where it goes into the paddle. A request was sent to the repair department to replace the recharger telemetry module (rtm).

Manufacturer narrative:
B3: event date is approximate. Month and year confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755 ; serial#: (B)(6) ; UDI#: (B)(4); product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.